Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet with a dexcom g7 sensor after a period off the system during a mental health admission, with reported values between 200 and 250 mg/dl and a request for a potential factory reset that was later declined when the device was reported to be functioning. Symptoms included hyperglycemia. Outcomes included no reported injury and no medical intervention beyond routine guidance. Investigation included technical support review and attempted guided troubleshooting for factory reset, sensor pairing, and supply change, with follow-up calls. Investigation of this case revealed that the device resumed function without a factory reset and no device malfunction was confirmed. It was concluded that the cause of the hyperglycemia was unclear and user education and routine troubleshooting were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.